Event description:
The facility's biomed reported an infusion pump with a failure code 812:02. Although an attempt had been made by baxter to obtain additional information, none was available regarding patient age or status, or whether the device was on a patient at the time the condition was reported.